Event description:
It was reported that catheter difficulty removal occurred. The 70% stenosed target lesion was located in the not very tortuous and moderately calcified left circumflex artery (lcx). A non-bsc guide was used to predilate the lesion with a 3 x 12mm nc emerge and successfully implanted a 3.50 x 16mm synergy megatron drug-eluting stent. However, during the removal of the stent delivery system (sds), it would not come back through the guide. Everything was successfully removed after multiple attempts of inflating and deflating the balloon at both low and high pressures. The procedure was completed with the original device. There were no patient complications reported.

Event description:
It was reported that catheter difficulty removal occurred. The 70% stenosed target lesion was located in the not very tortuous and moderately calcified left circumflex artery (lcx). A non-bsc guide was used to predilate the lesion with a 3 x 12mm nc emerge and successfully implanted a 3.50 x 16mm synergy megatron drug-eluting stent. However, during the removal of the stent delivery system (sds), it would not come back through the guide. Everything was successfully removed after multiple attempts of inflating and deflating the balloon at both low and high pressures. The procedure was completed with the original device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: synergy megatron mr us 3.50 x 16mm stent delivery system (sds) was returned for analysis. A visual examination performed, and device was inserted through the guide catheter with the guidewire inserted through the wire lumen. Exposed from the tip of the guide was approximately 2mm of the distal end of the balloon. When the device was removed from the guide (without the use of an excessive force) it was identified that the distal and midshaft extrusion had been severely stretched. No tears or holes were observed in the extrusion. Microscopic revealed the stent was implanted in the patient and therefore was not returned. When the device was withdrawn from the guide, a visual and microscopic examination of the balloon material identified no tears or holes in the balloon. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual, microscopic and device to device interaction test was performed. When the device was placed under vacuum, it was possible to retract the device back out from the guide with no resistance noted. When the device was removed from the guide (without the use of an excessive force) it was identified that the distal extrusion had been severely stretched.